Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderate calcified lesion (80 percent stenosis degree) in a moderately tortuous mid superficial femoral artery. The device was delivered to the lesion but could not be released when pressing the release button. Another device was used to complete the intervention.